Event description:
Note: this MFR report pertains to the second of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2008-3311 for a description of the other device. It was reported to boston scientific corporation in 2006 that a wallstent endoprosthesis endoscopic biliary was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed the day prior (a male patient; weight is unknown). According to the complainant, the deployment system of the second wallstent endoprosthesis endoscopic biliary device used, broke during deployment. The hub of the system "snapped off the catheter." The system was safely removed from the patient and the procedure was completed with a third wallstent endoprosthesis endoscopic biliary device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "ok."

Manufacturer narrative:
A visual inspection of the returned device revealed that the t-bar connector had detached from the outer sheath. It was possible to retract the outer sheath by hand and deploy the stent without any restriction being noted. No issues were noted with the stent that would have contributed to a restriction occurring which may have resulted in the t-bar connector detach. The cause of the damage is undetermined. A review of the device history record for the pertinent lot was performed; no anomalies were noted.